Manufacturer narrative:
The insulin pump alarmed remote frequency pic failed self test during self test due to faulty y piece connector on the remote frequency board. Unable to communicated unit with blood glucose meter due to remote frequency pic failed self test during self test alarm. The device was received with minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported on (B)(6) 2014, the insulin pump stopped receiving blood glucose from the meter. Customer's blood glucose was 13.3mmol/l. Meter option on the device was on. Self test was performed and device alarmed remote frequency pic failed self test. Alarm did not occur during rewind or prime sequence. No further information reported.